Manufacturer narrative:
In the initial medwatch, h11 additional narrative should have been: "the patient samples were in microtainer tubes and centrifuged for 3 minutes; the recommended centrifugation time is 5 minutes." Instead of: "the patient samples were in microtainer tubes and centrifuged for 5 minutes; the recommended centrifugation time is 5 minutes."

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total iii results from patient samples tested on the cobas e 801 analytical unit. The following examples of discrepant results were reported: sample 1 on (B)(6) 2025: the initial result from the analyzer was 161 ng/ml. On (B)(6) 2025: the repeat result from another laboratory that uses the liquid chromatography-tandem mass spectrometry (lc-ms/ms) method was 52 ng/ml (no detectable vitd2). Sample 2 on (B)(6) 2025: the initial result from the analyzer was 223 ng/ml. On (B)(6) 2025: the repeat result from the other laboratory's lc-ms/ms method was 80 ng/ml (no detectable vitd2). The initial results did not match the patients' clinic pictures, prompting the patient sample reruns. The repeat results were deemed correct. Sample 3 on (B)(6) 2025: the initial result of the initial patient sample from the analyzer was 113 ng/ml. This result was questioned, prompting the patient sample rerun. The first repeat result from a second e 801 analyzer was 118 ng/ml with a data flag. The second repeat result from a third e 801 analyzer was 130 ng/ml with a data flag. On (B)(6) 2025: the result of another patient sample from the other laboratory's lc-ms/ms method was "48 ng/ml for d3 (non-detectable levels for d2)".

Manufacturer narrative:
Medwatch field d4 expiration date was updated. The patient samples are not available for investigation. The calibration and qcs were within the specified ranges. The patient samples were in microtainer tubes and centrifuged for 5 minutes; the recommended centrifugation time is 5 minutes. The alarm trace contained multiple sample probe abnormal aspiration, sample foam detection, and sample short alarms. These are indicators of possible poor sample quality. The field service engineer (fse) and the field applications specialist (fas) investigated the event and noted that the patient samples sent to the other laboratory were from different blood collections. The fse verified that the analyzer was performing according to specifications. The investigation did not identify a product problem. The cause of the event could not be determined.